Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During the procedure, the patient became hypotensive and required dopamine for hemodynamic support. The impella cp was inserted successfully. During subsequent imaging, the impella backed out and could not be re-crossed. The patient was taken back, where the impella cp was removed and exchanged for an intra-aortic balloon pump. The patient remained stable after the procedure.

Manufacturer narrative:
Investigation summary: no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined most likely to be unintentional use error but unsure if the pump was pulled out of position by the user or patient during the transport to CT. Device history lot: device lot: 1873885. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.